Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided complete pump reset information and guided the caller through the process. After the reset, the cgm error code did not display again, and the caller successfully started their sensor session.